Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. The pump remains in use supporting the patient. The replaced portion of the driveline was received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2015, the patient notified the hospital of receiving alarms over the past 3 days. Review of the log file by the manufacturer's technical services representative revealed 2 pump stops had occurred preceded by decreases in speed. On (B)(6) 2015, per the request of the hospital staff, the manufacturer's technical services representative replaced a portion of the driveline. It was reported that the repair occurred without incident. Two days following the repair, it was reported that no further issues had occurred. The patient remained asymptomatic throughout the series of events.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was returned for evaluation. The gray shrink wrap on the exterior of the repair appeared bulged and stretched on both ends. It appeared that the percutaneous lead had been pulled and the repair under the gray shrink wrap had shifted positions. The shift appeared to have opened a small gap on the connector-side of the shrink wrap. Removal of the gray shrink tube found that the distal side of the repair had pulled out of the copper wrap and the area showed wet, green residue indicative of fluid ingress and corrosion. The adhesive on the interior of the black shrink wrap was wet, also indicative of fluid ingress. Visual inspection of the wires found that the yellow wire insulation had been cut adjacent to the edge of the copper wrap that had been pulled out of the repair area. Examination of the other wires found no additional evidence of insulation damage or wear. The exposed yellow wire conductors would have allowed an electrical short to ground while the system was operating on the power module. This would have resulted in the low speed and pump stoppage events captured on the submitted system controller log file. Due to the condition of the prior repair, it appeared that the percutaneous lead had experienced mechanical trauma or pulling. The breach in the yellow wire insulation appeared consistent with being cut by the copper wrap during this trauma. The fluid ingress was likely facilitated by the small gap observed between gray shrink wrap and silicone adhesive, which also appeared to have resulted from the trauma. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.